Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. Per operational and diagnostic analysis confirmed reported issue of after plugging in the unit began making alarm noises, which was caused by a short in the cable. Therefore is the root cause for the reported failure. Additionally, the motor and keypad pcb were heavily corroded due to ingress. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the motor becoming seized. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation by replacing the cable assembly, keypad pcb, and motor. Performed replacement of internal seals and valve screws. Performed decontamination of spare parts prior to placement into the device. The repair and testing of the unit was completed bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03-14-2019 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the customer via phone that upon plugging in the micro tornado handpiece with hand controls, it began making an alarm noise. They were able to replace the unit with another like device prior to the case starting with no surgical delay or patient harm.